Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed was due to faulty charged coupled device (ccd). It is likely that water immersion destroyed the electrical circuits, and the ccd became defective. The cause of the water immersion could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. The customer¿s allegation was confirmed, in addition to no image produced. Additionally, it was found that device had an abnormal cable appearance (twisted/damaged) due to physical load, traces of water intrusion, and an abnormal appearance of video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera video system center otv-s7v camera head rubber seal was defective. During estimation it found that the device had no image due to an imaging component failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.